Manufacturer narrative:
(B)(4).

Event description:
The manufacturers' representative (rep) reported seeing a power on reset (por) message. The rep inquired about when the clinician programmer prompts to enter a serial number if it meant any other thing that the por. There were no symptoms reported. Follow up was conducted to obtain the cause of the event and actions taken to resolve it but the rep had no further information. If additional information is received, a follow up report will be sent.